Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 435 mg/dl. The troubleshooting was performed for high blood glucose. The customer was advised that shemay have a bent cannula that is causing her high blood glucose, also asked to change set as soon as possible. The customer stated she is at work and doesn't have an extra set.